Event description:
During an esophagogastroduodenoscopy (egd) to mark an esophageal polyp, the physician used a cook endoscopy disposable varices injector. The injection needle was advanced through the endoscope and into position. When needle extension was attempted, the needle penetrated the outer catheter. The injection needle was removed from the endoscope and another disposable varices injector was used to continue the procedure. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned varices injector confirmed the report. The needle has penetrated the inner wall of the outer catheter. The needle remains lodged in the outer catheter. The punctured area is located in the black section of the catheter near the distal end. The injector handle was returned in the retracted position and the inner catheter has stretched approximately 1 cm. Stretching of the inner catheter is likely due to an attempt to retract the needle after penetration of the outer catheter occurred. A product discrepancy or anomaly that could have contributed to the reported occurrence of needle penetration of the outer catheter was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Needle penetration of the outer catheter can occur if needle extension is attempted with catheter in a coiled curved position. The instructions for use direct the user to uncoil the catheter and straighten completely. The instructions for use also caution the user that advancing and retracting needle while the catheter is coiled may result in stretching of the catheter and damage to the device. Prior to distribution, all disposable varices injectors are subjected to a visual inspection and functional test to ensure appropriate needle extension. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.